Manufacturer narrative:
Product ID 435135 lot# serial# (B)(4), implanted: 2011 (B)(6); product type lead product ID 435135 lot# serial# (B)(4), implanted: 2011 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that per the patient's healthcare provider (hcp), the implantable neurostimulator had a ¿non-working status¿. The reporter was unsure what that meant. The reporter also heard that the patient was "considering" having it removed. The reason was however unknown. It was noted that the patient was having a head MRI done.